Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd-legacy 1 failed the delivery accuracy test by a value of 16.40%. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One cadd legacy was returned for evaluation of delivery accuracy. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon physical inspection of the pump, it was noted to be in good physical condition. There was no evidence of a reported problem upon review of the event history log. The pump underwent delivery accuracy testing, which was noted to be within published specification, and the customer's complaint was unable to be confirmed. As a preventative measure however, the expulsor was trimmed. And while no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.